Event description:
Patient purchased a 6 month supply of encore 100 toric lenses on (B)(6) 2011. Patient wore the lenses for 2 days and experienced very hazy vision in both eyes which persisted once the contacts were removed. On (B)(6) 2011 patient went to emergency room with horrific pain and was given pain killers, administered blood work and a CT scan. Patient states the report showed an infection behind the eye. Current ocular status of the patient is not known.

Manufacturer narrative:
Event was reported by an e-mail from the patient to coopervision. This is being reported as an unconfirmed eye infection. Method - no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results - there is no clear indication that the device could have caused or contributed to the incident. Conclusion - there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn.